Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will continue to track and trend through our monitoring programs and take actions as applicable.

Event description:
Per customer, the patient stated that the catheters were bent. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.